Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection, and force evaluation of the returned device was performed following j&j medtech procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The force feature was tested, and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device 31437495l number, and no internal actions related to the reported complaint condition were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of j&j medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. Initially, it was reported that a contact force sensor error has occurred intraoperatively. During the procedure, the force sensor error message (106) was shown on the carto system. They disconnected and reconnected the ablation cable. They then changed the cable with a new one. They reconnected the dongle and changed the dongle; however, the issue was not resolved. The error message kept popping up on the carto, and the physician requested to change the catheter. When the catheter was replaced, there was no force sensor error, and the procedure was successfully completed. No adverse patient consequence was completed. The force sensor error was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 12-feb-2025, reddish material and a hole in the surface of the pebax were observed. This was assessed as MDR reportable with an awareness date of 12-feb-2025.